Manufacturer narrative:
Reference report 3004485144-2017-00104 related to this event. Reference reports 3004485144-2017-00105 and 3004485144-2017-00106 related to this patient. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two titanium screws broke post-operatively. The screws were implanted in (B)(6) 2013. In (B)(6) 2014, two screws which were either manufactured by zimmer or a competitor were found broken and a revision surgery was performed to address them. This is report one of two for this event.